Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was for evaluation. The hawkone was received with the slide cover and rotator assembly inserted the cutter driver. The torque knob was detached from the slide cover with the drive shaft exposed. The drive shaft was bent distal to the torque knob. The slide cover was removed and examined, no damage was noted to the slide cover. Examination of the cutter driver revealed the device was returned in the "on" position. No damage was noted to the cutter driver. Examination of the distal assembly revealed the biological debris throughout. A fracture was noted between the anchor pockets and the proximal end of the coiled segment of the housing. A portion of the laser drilled coil remained attached to the window assembly. The coil was stretched approximately 0.1cm. The cutter was returned retracted into the cutter window. Microscopic examination of the stretched housing coil showed twisting and stretching of the coil. Examination of the guidewire lumen revealed no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with a 6f, 45cm sheath and 6mm spider fx during treatment of a 200mm calcified cto (chronic total occlusion-100%) in the patient¿s proximal, mid and distal superficial femoral artery (sfa) of diameter 5mm. Moderate tortuosity and severe calcification are reported. IFU was followed. Vessel pre-dilation was not performed. The device advanced up and over the bifurcation as normal and could be advanced through the lesion. The device was removed and flushed and re-entered to continue atherectomy. Moderate resistance was experienced during advancement of the device and it could not be advanced up and over the bifurcation as normal. It was then observed that the hawkone catheter detached at the point of orange m on catheter . The catheter part that detached was outside the patient, close to the battery. Despite detachment, the catheter didn¿t come apart completely. The device was safely removed and replaced with another hawkone. Post-dilation performed with a 5x200 evercross pta balloon. No injury reported.